Manufacturer narrative:
This report was received from an unspecified literature report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced pd related peritonitis several times; further described as peritonitis with intractable treatments for 20 years (dates unspecified). The cause of the several peritonitis events were unknown. On an unreported date two years ago, the patients pd catheter was removed, dianeal therapy was discontinued and the patient was switched to hemodialysis therapy. It was reported that peritoneal irrigation was performed once daily (dates unspecified and no further detail was provided). No further information was provided regarding if the patient was hospitalized for the peritonitis events or the outcome of the events. No additional information is available.